Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited high capture thresholds after fixation. Upon repositioning, the helix on the lp was sprung. A different lp was used to complete the procedure. The patient was in stable condition.